Event description:
It was reported that, during a rotator cuff repair surgery, after placement of the healicoil pk anchor, about 10mm of the inserter shaft broke off in the anchor. All fragments from the inserter were removed by using a 3.8 mm awl to pry the entire implant out. The surgery was completed by using a larger s&n anchor. Surgery was delayed about 15 min. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: one 72203378 healicoil pk 4.5mm device was used for treatment but was not returned for evaluation. Physical evaluation was limited without product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Inadequate bone quality resulting in anchor pullout or loss of fixation. 4. Unexpected bone condition/density. 5. Use of sharp instruments to manage or control the suture. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. A 3.8mm tapered awl is the recommended prep instrument for the 4.5mm suture anchor on normal bone applications. Complaint history review for three years prior indicated similar allegations for the product code reported. Batch review was unattainable without a valid lot number provided. There is no data to suspect that product did not meet specifications upon release to distribution. No further investigation is warranted at this time.